Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer's father reported via phone call of high blood glucose readings and keypad anomaly from the insulin pump. The customer's blood glucose reading was 479 mg/dl. The customer's father stated that his daughter tried to enter a bolus, and the numbers would not scroll. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No numbers scrolling up noted. The insulin pump had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.